Event description:
Rptr feels that there is a design fault in this machine which permits cross-contamination of the rinse water during the final cycle. Co proposes to remedy this problem by having rptr perform a complex and exhaustive decontamination procedure. Rptr is of the opinion that the company should correct the design which allows for this potential contamination. There are two potential sources of contamination for colonoscopes during the various cycles: (a) quality of source water supply during the rinse cycle. (B) actual design of the machine, the possibility for cross contamination during the wash, disinfection, and rinse cycles exist because of the common fill/drain pipe from the containers to the common wash chamber. Rptr monitors for this problem by routine culture of the rinse water. Co recommends that the internaal surfaces of the auto-disinfector at the start of each day's use.